Event description:
Identification of potential issue associated at the header of thecrt-d as the source of the patient's elevated impedance. However, given the fact that the lead appeared to be engaged within the header appropriately and also that the screw appeared to be set down properly, made it difficult to ascertain whether there could be an issue associated with the lead versus header, and as such, both the lead and the generator were both replaced.